Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Verbatim: complaint via email. Email(s) attached. We wanted to bring to your attention that there seems to be a safety shield malfunction for bd safetyglide needle 25 g x 1 in. - 305916, for a needle contained in lot 5230340. We had a near-miss needle stick (B)(6) 2026 at x. One of our nurses administered a vaccine to a patient, and as she retracted the needle and deployed the safety shield, it fell apart, and the needle almost stuck her but fortunately, no needle-stick injury. Please see photos attached, including lot information..